Event description:
It was reported there was a confirmed over-discharge. The over-discharge was noted as due to non-compliance. It was also noted the lead was causing painful stimulation. Previous impedance checks were within normal limits. The patient also noted the device site was very sensitive. There was no injury or adverse event to the patient. Two new leads had been placed. Implantable neurostimulators (ins) were also replaced due to patient letting them sit in over-discharge mode for 9 and 15 months. Health care professional opted to replace ins when replacing leads rather than risk patient's over-discharged battery not holding charge and causing another surgery to replace. Patient symptoms include burning sensation, pain and less than 50% therapy relief. Location of the symptoms was the device pocket and lead location.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), product type lead, product ID 3777-45, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3777-45, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).